Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, disability and impairment. The litigation does not specifically state which product was used on the pt; therefore, an unk complaint is being entered. Additional info has been requested but not received.

Manufacturer narrative:
The product family for this women's healthcare product is unk. Therefore, we are unable to determine the associated labeling and (B)(4)to review. Although the product family is unk, the women health product IFU's are found to be adequate based on past reviews.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced blood loss, bladder calculuses, old mesh in bladder with multiple stones on it (calcification), foreign body in bladder, mesh in bladder wall, refractile foreign material (foreign body in patient), symptomatic large vaginal vault prolapse, recurrent urinary tract infections (uti), vaginal mesh erosion, mesh exposure, urgency, frequency, low grade temperature (fever), leakage around foley catheter, spasms (muscle spasm), mesh extrusion and required additional surgical and non-surgical interventions.